Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b" and a broken wire connecting ECG "c" and ECG "d". The root cause for the open and broken wires was excessive force. No adverse event resulted from the damaged belt.